Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. One clip was successfully implanted, reducing tr to a grade of 4. On (B)(6) 2024, the patient returned to the hospital with heart failure.

Manufacturer narrative:
The device was not returned for analysis, and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported heart failure. Heart failure is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization was a result of case specific circumstance the patient returned to the hospital due to the heart failure. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. One clip was successfully implanted, reducing tr to a grade of 4. On (B)(6) 2024, the patient returned to the hospital with heart failure.